Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system locked without a system message, the system was rebooted to complete the surgery.

Manufacturer narrative:
No service has been performed, and no further information was obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on march 14, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).